Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, the sensation standard oval snare loop was open and as the physician attempted to capture a polyp in the large intestine, the snare handle would not retract. Another device (manufacturer unknown) was used to complete the procedure. There were no complications and the patient's condition was reported as good.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, the sensation standard oval snare loop was open and as the physician attempted to capture a polyp in the large intestine, the snare handle would not retract. Another device (manufacturer unknown) was used to complete the procedure. There were no complications and the patient's condition was reported as good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due to the detached cannula within the handle. The condition of the returned device was consistent with the complaint that the device could not properly cut the polyp; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.